Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as broken hardware. For which patient underwent hardware removal procedure. Intra-op, tip broke off the driver when trying to remove a screw. Product came in contact with the patient. No fragment of the instrument remained in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.